Event description:
Customer contacted rep (B)(6) 2016 stating a patient had his knee aspirated, and then received a monovisc injection on (B)(6) 2016. The patient took a trip to (B)(6) in the same week, where he had to go to the hospital, presenting with fever, general malaise, worsening pain, swelling, effusion in the knee and the inability to walk. The patient returned to the office on (B)(6) 2016 where he informed them of the events that occurred. The patient was afebrile, with better movement when he returned to the office on (B)(6). The customer sent out a culture to the lab.